Event description:
Implant date: 1994. Post operative x-rays taken in 04/1995 reveal a broken screw. Explanted on 10/10/1995 at which time a pseudoarthrosis was found. A piece of the broken screw could not be removed and remains imbedded in patient's bone. Patient was re-instrumented with a device from another manufacturer.